Manufacturer narrative:
Device not returned.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the software froze. A blue screen appeared on the computer with a message to shut down. The user rebooted the computer and restarted tlink. The case was reopened and the software was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.